Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 339 to 558 mg/dl. Customer's blood glucose level was 600 mg/dl at the time of incident and they treated it with manual injections. The customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they went into the hospital two days ago and the healthcare professional took the insulin pump off of them and put their own system on. Customer stated that they want him to put the insulin pump back on now, but they were not sure how to do it. Customer also reported that the insulin pump received insulin pump error alarm. Customer reported they were able to clear the alarm. Customer was able to rewound the insulin pump. The insulin pump will not be returned for analysis.